Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device alerted "air in line". This occurred during testing, and there was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was able to verify and confirm the reported air detector damage problem. The air in line detector was replaced to address the issue. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.